Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of legal documents received. Medical records indicate the initial procedure was completed in 2003, with revisions in 2012, 2014, 2019. Operative notes were not provided for the 2014 or prior revisions, however, the events are documented in the legal document. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 11-173660 880880 m2a 38mm mod hd -6mm nk; 11-103205 lot 477450 taperloc femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2014-01377.

Event description:
It was reported patient underwent initial right hip arthroplasty. Subsequently, the patient was revised approximately 11 years post implantation due to pain, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, swelling, inflammation, damage to surrounding bone and tissue, and elevated metal ion levels. The modular head was removed and replaced. Additional information on the reported event is unavailable.